Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) encountered a gas loss in the iab circuit. No harm or serious injury was reported.

Manufacturer narrative:
Updated fields: b3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue reported by customer. Fse ran an all-manifolds leak test and the unit failed the pim leak test leak differential pressure with -11, acceptable range is +-10. Fse removed the pim module reseated all connections and lubricated o-rings with vacuum grease. Fse re-ran the pim test and the unit passed with -3. I performed all functional checkout procedures and unit passed all test according to manufacture specifications. Customer informed me he ran four more pim leak test, and all passed with -4, -3, -2, and -3. Unit is now ready for clinical use.